Manufacturer narrative:
According to the customer "the catheter was getting clogged which caused a fever, infection, and her son to be put on antibiotics". Per the customer "the catheter was a suprapubic catheter and urine was leaking from her son's penis and was described as dark and almost cola in appearance". Per the customer the catheter was replaced. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly a cuff miss [suture-retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.